Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer troubleshoot was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.